Event description:
On 7/23/99, the intervention radiology tech informed the distributor's sales rep of the following: the kit was opened and the device was placed in the pt when it was noted that the tunneler was not in the kit. The facility used one of their tunnelers to complete the procedure. The facility received five (5) kits, same catalog/lot number, so they opened the remaining four (4) kits and found two (2) more that were missing the tunnerlers. These two (2) kits are being returned to the MFR for evaluation. No further details were provided.